Manufacturer narrative:
The reported event of insulation damage by stylet was confirmed. A complete lead was returned in one piece for analysis. The stylet was not returned with the lead. Visual inspection of the lead found the small holes along with coil offset due to the stylet punctured through the insulations. The cause of the reported event was isolated to the damaged insulation found on the lead consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet damaged the atrial lead. The atrial lead was not used and replaced. The patient was in stable condition.